Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The suction gauge and suction regulator were replaced to resolve the reported issue. No report of patient involvement. Unique identifier: (B)(4).

Event description:
The hospital reported that the suction knob would not turn and the gauge was stuck resulting in reduced suction. There was no report of patient involvement.